Event description:
Caller reported experiencing occlusion alarms. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies to address the issue.